Event description:
Co-set thermoster connector to closed injectate delivery system broke as syringe was being attached to device. Nurse was trying to shoot cardiac output on pt. No adverse effect to pt. Delay in placement of system when pt was experiencing high fever.